Manufacturer narrative:
The valve was patent, passed reflux testing and met all established specs for pressure-flow and preimplantation testing. However, the device did not meet the requirements for leakage testing due to puncture holes in the reservoir and a tear above the proximal occluder. The instructions for use that accompany the device caution that care should be taken in handling the valve, as silicone has a low cut and tear resistance. A review of mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was explanted due to a possible malfunction.